Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical united kingdom. As part of the evaluation, we were unable to duplicate the customer report. The device successfully passed all functional and shock testing. The device was also tested using the returned multifunction cable, CPR adapter, and electrode pads from the reported event, and was able to deliver shocks without issue. Some body hair was observed on the event pads, which may have been a factor to coupling contributing to the loss of ECG signal. Review of the device log from the event on 11/16/25 showed evidence of poor coupling at the start of the case. This was observed while the unit was charging and CPR was being performed, which led to artifact and loss of ECG and ultimately a charge lead fault advisory. Based on the evaluation and review of the device data, it appears te device functioned appropriately based on poor coupling to the patient. It's worth mentioning that the device was able to deliver a shock to the patient during the event after the electrode pads were replaced. The device was recertified and returned to the customer. No emerging trend based on similar reports.